Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh in keil, germany indicate that this event would be attributed to a packaging error not detected by inspection.

Event description:
The surgeon claimed to have found 4 mm screws in two packages of 6 mm screws. This event did not occur during a surgical procedure.